Event description:
(Catheter migration - please see manufacturer report # 3004209178-2013-04486).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n160879, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that this patient was in the hospital post a catheter revision on (B)(6) 2013. The catheter was not in the cerebral spinal fluid but in the subcutaneous tissue. After the revision, the patient experienced lethargy, nausea, tingling, and vomiting. There was concern that the patient was 'kind of overdosed.' It was requested by the neurosurgeon to stop the pump to further troubleshoot. The patient's dose was reportedly decreased by 50% before the revision. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.